Event description:
It was reported that this right ventricular (rv) lead exhibited a high threshold and high impedance within the normal range but there is suspected chronic scarring at the lead tip. This rv lead remains in service and will not be returned. No adverse patient effects were reported.